Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray was taken and noted the lead had dislodged. A revision procedure was performed to attempt to reposition the lead, however, the helix would not retract. The lead was able to be successfully removed and was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.